Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, severely scratched display window, and cracked reservoir tube lip. The insulin pump was unable to prime during prime test due to loose/protruded drive support disk. No prime alarm noted. The motor error alarm during basic occlusion test due to loose/protruded drive support disk. The insulin pump passed idle current test, run current test, self-test, off no power test, error test, displacement test and rewind. The insulin pump was unable to perform occlusion test and excessive no delivery test due to prime anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting explained the possible cause of the alarm and customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.